Event description:
The unit was returned to the manufacturing site for investigation. The unit was tested and found to alarm "no output", preventing further use of the device. The fre power supply was replaced, resolving the alarm conditon. The failure rate of the fre power supply meets the intended failure rate. Upon further testing, the output was found to be high to specification. The cause of the output was found to be high to specification. The cause of the output deviation was determined to be due to scratching and/or flatness issues related to the sealing face of the rotary valve. Changes in manufacturing processes have greatly reduced these issues. Changes were implmented into the manufacturing, refurbishing and service processes in 06/1997.

Event description:
Customer reported they felt the output of their vaporizer was higher than expected. There was no report of pt involvement.